Event description:
The surgeon reported that in 2007, he performed a primary hip surgery with an exeter stem and a trident cup (c/c bearings). He further reported that after the surgery, he saw on the x-rays that the ceramic liner was not fully inserted in the cup (the distal/medial part of the insert is +/- 1, 5mm out of the cup). He also reported that he will do a revision surgery in case 6 weeks after surgery the x-rays will show an instable insert.

Manufacturer narrative:
It cannot be confirmed at this time that the device caused or contributed to this event.